Manufacturer narrative:
The rod was received for functional and visual testing and the reported event was not confirmed. The root cause cannot be determined as the rod was fully functional and met acceptance test specifications.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2019. Based on engineering review performed on (B)(6) 2020, it was identified that the rod failed to distract.